Event description:
It was reported that the power on reset (por) condition was seen. The por condition was seen yesterday while trying telemetry with recharger prior to implant. The caller also had difficulty getting telemetry with neurostimulator in box/packaging. They kept getting no communication message, tried approximately 3-4 times, even tried flipping box over with no luck. On the last time trying recharging they got por screen. The caller pulled out a different neurostimulator and was able to get telemetry right away, indicating good recharger. That neurostimulator was used for implant. Neurostimulator showing por was not used and still remains in box/packaging. The caller tried another recharge on (B)(6) 2012, on neurostimulator showing por, same telemetry issues, eventually it showed call your doctor symbol and por. After por, it went to normal recharging screen and showed 8 bars of coupling and the neurostimulator was 75% full. The por had not been cleared yet.

Manufacturer narrative:
(B)(4). Analysis of this device (37714) (serial#: (B)(4)) found parity power on reset (por) bit not reset. A parity por was confirmed with the rx1 lab programmer.

Manufacturer narrative:
(B)(4).